Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No bolus anomaly and missing segments/partial display noted during testing. Insulin pump passed all operating currents tested within the spec range and passed off no power test. Insulin pump passed the delivery accuracy test at 0.08860 inches. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump was over and under delivering. The customer¿s blood glucose level was 126 mg/dl at the time of the incident. The customer also reported that the pump screen was dark grey and hard to read sometimes. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.